Event description:
Pacemaker implant done on 6/22/92 (a.m.) Noticed malfunction of pacer (p.m.) 6/22/92. Patient asymptomatic. Patient returned to surgery 6/23/92. Pacemaker wire lead replaced. Lead sent to materials management to be returned to the medtronic representative.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure, electrode failure. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.